Event description:
It was reported that the patient passed through a full body scanner at the airport with her device turned on at its normal settings. The next day the patient experienced a constant ache at the neurostimulator pocket that hurt more with movement and palpation. The pocket was also warm, but not swollen. The patient turned her device off for 7-10 days without improvement. The patient saw her orthopedist thinking it was a back issue and was prescribed muscle relaxers and vicodin, but they had not helped with the pain. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead, model 3889-28, lot# v434656, implanted: (B)(6) 2010, explanted: na. Programmer, model 3037, serial# (B)(4).